Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems. Additional narrative: it was reported that mesh was implanted on (B)(6) 2007 due to cystocele, vaginal vault prolapse, stress urinary incontinence, and paravaginal defect. Following insertion the patient experienced pain, urinary/bowel problems.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07103. The same patient is represented in each medwatch.